Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change, the left ventricular (lv) lead threshold was high. A new lead was attempted, however, was unsuccessful due to the patient's anatomy. The lead remains in the patient. No patient complications have been reported as a result of this event.